Event description:
A hospital in (B)(6) reported that an rt100 adult dual-heated breathing circuit caused the mr850 respiratory humidifier to alarm when the heater wire adaptor was connected to the pins of the circuit. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). The rt100 adult dual-heated breathing circuit in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint breathing circuit has been returned to the manufacturer. The breathing circuit was visually inspected and a heater wire resistance test was carried out using a multimeter. Results: the visual inspection revealed no visible damage to the complaint device. The heater wire resistance test revealed the expiratory limb to be within specification for this product, however the inspiratory limb was found to be open circuit. A wire break was located in the connection between the heater wire and the left heater wire pin in the overmoulded plug. No lot check could be performed as no lot number was provided. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, such that it is unable to provide continuity for the full period of use. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production, possibly as a result of a weak crimp connection. Our monitoring and trending of electrical open circuits in heater wires in adult breathing circuits has a rate of occurrence of (B)(4) per million devices sold in the past year to the end of february 2012.